Event description:
Preoperative diagnosis: loose right total hip. The head ball was taken off ant the stem was "wiggling" and that the calcar was right on the collar of the stem. The cup was well fixed. New devices were trailed and implanted. The patient was taken to pacu in stable fashion with successful right hip revision. There is no additional information available.

Manufacturer narrative:
H10. Additional information- b5. There is no additional information available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 3712029 186-01-54 - integrip cc, cluster 54mm, g2 4896707 190-31-07 - alt ha s clr ext sz 7 4931245 170-36-00 - biolox delta femoral head 36mm od, +0mm.

Event description:
As reported via legal documentation, a patient had right hip replacement on (B)(6) 2017. They subsequently had right hip revision on (B)(6) 2018, approximately 1 year 3 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.